Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had a charge/shock failure message in the status log with a shock equipment malfunction onscreen. There was no patient involvement.